Event description:
It was reported that the pump had displayed primary audible alarmed during the background testing. There was no patient involvement.

Manufacturer narrative:
H3: device not received by manufacturer.¿ a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Investigation is still in progress.

Manufacturer narrative:
H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in used condition. Service history identified the complaint was not related to a previous service of the device within the review period. Review of the event history and functional testing confirmed the customer reported issue. The cause was a fault in the speaker, and the speaker was replaced to address this issue. Additional preventative maintenance will be performed prior to the device being returned to the customer.